Manufacturer narrative:
The user reported a password issue in the freestyle librelink app. The user can reset the account password by selecting "forgot password" in the app or libreview website and following the provided instructions. Attempted to replicate the user¿s complaint using a similar configuration and was able to create a new account, reset the account password and log in to the app successfully and was not able to replicate the complaint and complaint was not able to be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application, stating that after re-installing application, they could not reset password, and therefore could not use phone to monitor glucose. The customer subsequently lost consciousness but did not provide any further details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application, stating that after re-installing application, they could not reset password, and therefore could not use phone to monitor glucose. The customer subsequently lost consciousness but did not provide any further details. There was no report of death or permanent injury associated with this event.